Manufacturer narrative:
The insulin pump had a blank display due to corroded battery cap contact and battery tube. The insulin pump was received with cracked case at display window corner, cracked belt clip slot and minor scratched on display window.

Event description:
It was reported that the customer was having problems with his insulin pump. Customer reported that he called previously to report an issue with the battery cap not closing in the circuit and they sent him a battery cap; but still not working. The power is still shutting off on the insulin pump. When the battery cap was installed, he still needs to work with it to get the power to come back on. The customer encountered a blank display. The customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.